Event description:
It was reported during a visit to the emergency room, the patient received a patient notifier alert from a competitors ICD for high hv lead impedance. The hv lead impedance trend showed a gradual increase. Additional testing was recommended. The patient is stable and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.